Event description:
It was reported that the customer was sampling the lungs and using a non-olympus cryo probe. The customer used a rigid scope and a flexible scope to pass the cryo probe through it. The patient¿s heart stopped that was reportedly caused by patient bleeding during the procedure. The patient was resuscitated. Details of the patient's current condition, procedural details and outcome of the procedure were requested but not available at the time of the report.